Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, inappropriate automatic mode switch caused by atrial lead noise oversensing was observed. No intervention was performed. The patient would continue to be monitored remotely. The patient was in stable condition.